Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. There was no motor error or excessive no delivery alarm noted. The motor passed motor test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, broken belt clip slot and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 451mg/dl. The customer had not treated the high yet. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.